Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned that the controller would get stuck at step 14 of 29 during loading. Upon turning on and unlocking the returned controller, it was observed that the application got stuck at step 14 of 29 during initialization. No looping or restarting of the app was observed. The initialization error was observed to replicate in the debug version of the application during download of the android log files. Inspection of the android log files from the debug version of the application showed that the application was getting stuck due to an "out of memory" error in the realm initialization (figure 1). Inspection of the production logs confirmed the initialization error occurring during use, with the logs showing the error occurring during realm initialization (figure 2). This error repeated every time the controller was restarted. The default. Realm file was found to 1.3 gb in size which is larger than expected. It could not be conclusively determined how the realm file increased in size.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 300 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, nausea, vomiting and dehydration. The patient reports their controller had gotten stuck on a loading update. The patients controller had still not worked after a reset. The patient removed their pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids and zofran. The patient received a prescription for long acting insulin. The patient was at the hospital for 1 hour.